Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had trouble with the initial implant. There were no patient symptoms or complications reported. On (B)(6) 2018, (B)(6) (con): no new information. On (B)(6) 2019 patltr (con): additional information form patient was received. When asked to clarify further the trouble that patient had with initial implant, patient stated she could not charge screen, and stimulation would intermittently turned off. Patient noticed this issue occurred soon after the implant was placed in (B)(6) 2018. It was mentioned patient experienced pain, and it was broken through pain medication. Patient stated they used representative by phone and met with physician at office for controller was not working and troubleshooting occurred at manufacturer. No further complication and no symptoms were reported.